Manufacturer narrative:
The consumer/claimant is represented by an attorney. Gf health products, inc. Has received digital pictures of the rollator. The claimant's attorney will consider shipping the rollator to our quality analyst for an independent 3rd party eval once she has had the product professionally photographed and analyzed by a specialist. Digital pictures have been forwarded to the MFR for a failure mode analysis. MDR filed based on the alleged injury. No medical substantiation has been received.

Event description:
Claimant's attorney stated on (B)(6) 2011, that the end-user was sitting on her walker outside of her home when the leg of the walker suddenly broke. She fell to the ground, hitting her head and left shoulder. The 911 was called and she was transported to the hospital. Surgery was performed on her left shoulder. Following the surgery she stayed in a rehabilitation center until the end of march and then returned to her residence.